Event description:
It was reported that the atrial lead dislodged. Failure to capture, failure to sense, oversensing, and sudden rise in thresholds were noted. The lead was repositioned and remains in use as part of the system longevity study. No patient complications have been reported as a result of this event. It was also reported that the right ventricular lead had undersensing. The lead was repositioned and remains in use. This patient is part of the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.